Event description:
It was reported that the health care provider (hcp) stated that in the past they had patients with catheter issues. The hcp stated that for those patients, once they replaced the old connector piece, they ¿all seemed to start working¿. It was noted that the hcp also stated that they found them "not tied on correctly or loose". It was also noted that ¿a couple weeks ago¿ the hcp replaced a connector because there was ¿a lot of fluid near the pump connector¿. They noted that during the revision, the hcp started in the pocket and visualized ¿a little bit of fluid in the pocket so replaced the connector¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).